Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, serial: unk, batch: unk. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted. Note: it is unknown which lead is related to this issue.